Manufacturer narrative:
Device is a combination product. Device evaluation: a visual and microscopic examination of the device revealed distal stent damage. A number of strut rows were raised from the balloon. The outer diameter (od) of the distal end of the stent without damage was measured and met specifications. A product mandrel was inserted through the lumen with no restrictions noted. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a coronary stenting procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 2.25x20mm maverick balloon. The physician then advanced the 2.75x12mm promus element stent to the lesion, but was unable to cross. The procedure was completed with another 2.75x12mm promus element stent. No complications were reported and the patient's status is fine. However, the returned product analysis revealed that there was stent damage. This device is only ous approved but is similar to marketed us device.